Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17879510 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, some burrs were found on the body of a 6f .070 judkins right 3.5 vista brite tip catheter. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, some burrs were found on the body of a 6f .070 judkins right 3.5 vista brite tip catheter. There was no reported patient injury. A non-sterile unit of guiding catheter ¿6f .070 jr 3.5 100cm¿ was received for analysis. Visual inspection focusing on the presence of foreign material was performed, but only several kinked/bent conditions were observed on the body/shaft of the catheter located approximately 14.5, 21.5, 26.5, 52, 55.5, and 86 cm from the distal tip. No other damages or anomalies were observed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A product history record (phr) review of lot 17879510 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint ¿catheter (body/shaft) - foreign material¿ was not confirmed. Foreign material was not observed on the device. Several kinked/bent conditions were noticed on the body catheter with no other damages or anomalies noted. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.